Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room. Device interrogation revealed that the implantable cardioverter defibrillator was intermittently over-sensing t-wave. In addition, a ventricular fibrillation episode was noted during a left ventricular capture confirm test. Physician does not believe the capture confirm test caused this episode, but still wanted to address it. Programming changes were made to the device. Patient remained stable during event.